Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diverter deployment procedure for two unruptured saccular aneurysms at the internal carotid artery, one previously coiled and one measuring 4.4mm x 5.4mm with a neck diameter of 4mm, the pipeline embolization device 4.75mm x 25mm failed to open properly despite multiple deployment attempts. The procedure involved severe vessel tortuosity and access via the femoral artery with a 3mm diameter. The device was advanced through a phenom 27 microcatheter placed at the middle cerebral artery, 20mm beyond the aneurysm, and deployment was initiated with more than 3mm of the stent released to facilitate opening. After waiting 30 seconds, the stent did not open, prompting more than two resheathing attempts. The distal section of the stent remained incompletely opened, and further deployment and manipulation did not resolve the issue. The stent subsequently "jumped" below the intended landing zone during attempted deployment. The entire system, including the stent and delivery system, was removed from the patient. The stent was then deployed outside the patient, where it was observed to have an abnormal shape. A different flow diverter from another company was used to complete the procedure. The pipeline was not positioned in a bend. The devices were prepared according to the instructions for use (IFU). Angiographic imaging was conducted post-procedure, confirming that the pipeline device was not deployed in the patient and was replaced by a silk vista device. No patient symptoms or complications were reported as a result of this event. No patient complications have been reported as a result of this event. Ancillary devices: balt, ballast 088, f241100098 sheath, medtronic, fg19120-1030-1s, (B)(6) guide catheter, medtronic, fg15150-0615-1s, (B)(6) microcatheter, balt, hybrid1214da, (B)(6) guidewire.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device was returned for analysis inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex shield¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was fully opened. No defects were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex shield pusher wire was easily pushed out from the catheter lumen. Conclusion: based on the reported information and device analysis, the customer's "failure/incomplete to open at distal" complaint was not confirmed, as the returned pipeline flex shield braid¿s distal and proximal ends were found to be opened and frayed. However, the root cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the braid was not placed in the vessel bend, ruling out the user's deployment of the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. The information is confirmed by the physician.